Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient experienced a lot of nausea when the pump (patient's first pump) ran out of medication because the patient had hip replacement surgery and missed a refill. Further information was not provided. The event date was about eight years ago (date not reported). No further complications were reported/anticipated or expected.